Manufacturer narrative:
Device was used for treatment not diagnosis investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the customer received a loan set for this surgery. It was reported that after having inserted the ten (titanium elastic nail) the surgeon wanted to make a cut using the ten (titanium elastic nail) cutter instrument. This was not possible, therefore, the surgeon disassembled the cutter ten (titanium elastic nail) above the ancillary in order to determine the problem. A unknown piece of green wire that measured 7cm long came out of one of the small channels of the ten (titanium elastic nail) and fell into one of the ancillary trays on the instrument table. The wire material was isolated. The surgeon tried cutting the two inserted ten (titanium elastic nail) nails with sterile cutting pliers but was unsuccessful, as they were too long and the insertion of the two end caps was not possible. There was no report of a surgical delay. The report is 1 of 3 complaint (B)(4).